Manufacturer narrative:
This product remains implanted; therefore, technical analysis cannot be conducted. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to oversensing of non-physiological noise. Technical services (ts) was consulted for troubleshooting and programming recommendations. Besides the inappropriate shock, no other adverse patient effects were reported. This s-ICD remains in service.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to oversensing of non-physiological noise. Technical services (ts) was consulted for troubleshooting and programming recommendations. Besides the inappropriate shock, no other adverse patient effects were reported. This s-ICD remains in service.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to oversensing of non-physiological noise. Technical services (ts) was consulted for troubleshooting and programming recommendations. Besides the inappropriate shock, no other adverse patient effects were reported. This s-ICD remains in service. Additional information received on 12-sep-2025 indicates the patient received another inappropriate shock due to myopotential oversensing. The patient will be brought into clinic next week for troubleshooting. Besides the inappropriate shock, no other adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.